Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an x-ray for an unrelated reason. The x-ray revealed that the right ventricular lead pierced through the right ventricle. The lead was explanted. The physician did not want to fixate another lead, so they elected to remove the device as well. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.5 cm. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results were within specification. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the right ventricular lead was also dislodged.